Event description:
In a review article, a meta-analysis of literature was done which mentioned a published article detailing an event that occurred in a pt who underwent kyphoplasty. It was reported that the pt had an epidural hematoma when a heparin bolus was administered 8 hours postoperatively. Surgical evacuation led to full recovery.

Manufacturer narrative:
Report source. New technologies in spine kyphoplasty and vertebroplasty for the treatment of painful osteoporotic compression fractures steven. R. Garfin, md, hansen a. Yuan, md and mark a. Reiley, md. Comparison of vertebroplasty and balloon kyphoplasty for treatment of vertebral compression fractures: a meta-analysis of the literature jason c. Eck, do, ms, dean nachtigail, do s. Craig humphreys, md, scott d. Hodges, do. Other, device not returned, internal review of literature.